Event description:
Bayer made essure. I got essure in 2012. Within 3 months after my hsg test I started getting migraines, I couldn't move, I was not able to sleep, numbness pain and ongoing memory loss. I also had my period every 2 weeks even with birth control. I was told it was menopause in my 30's I got a hysterectomy it was found that after the hsg stated my coils were blocked they were not and there was damage to tubes beyond scar tissues.